Event description:
It was reported that the gastrointestinal videoscope screen went completely black. The issue occurred during diagnostic procedure and there was no patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.